Event description:
A patient contacted baxter (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell cycle 3. The patient was connected and did not disconnect prior to the error. All of the bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines and nothing unusual noticed with the supplies. The patient was advised to contact their nurse in the morning. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The reported condition of system error 2240 was not confirmed due to a lack of sample. Therefore, the assignable cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. System error 2240 is being investigated through renq-CAPA-(B)(4).